Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The patient visited the healthcare facility where the sensor was removed on the patient's request due to pain.

Event description:
Senseonics was recently made aware of an incident where the patient reported pain at the insertion site. There was no swelling or infection. Patient has reported to seek medical attention to remove the sensor due to the pain.